Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and because the subject device was not returned, the reported event could not be confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it is unknown if the device is returning to olympus for evaluation. This event is under investigation. Once the investigation has been completed, a supplemental report will be submitted. We have requested the results of the customer's hygiene microbiological analysis report and their cleaning, disinfection, and sterilization processes.

Event description:
The customer reported to olympus that the evis exera gastrointestinal videoscope tested positive for an unexpected contamination. The reported issue was found during a culture of the device during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the scope was not contaminated and was still in use at the site.